Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report 3006705815-2021-04328. It was reported that patient experienced ineffective therapy. Both leads were explanted, and new leads were implanted. Therapy was restored. There were no complications during the procedure. Patient was stable.